Event description:
Verres needle and #10mm trocar used for attempted laparoscopic cholecystectomy. When camera inserted, camera found to be in the bowel. Conversion warranted for open cholecystectomy and exploratory laparotomy for repair of bowel perforation via suture.